Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that on a postoperative visit, a patient had metal flakes in their operative eye. The doctor states the flakes do not affect the patients sight and is monitoring the situation. This is the second of two files for this facility. Additional information has been requested but none has been received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of metal flakes in eye. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).